Event description:
Reporter stated the customer received the following results on 2 different meters within 1 minute: 1.3 mmol/l (aviva combo system) and 6.0 mmol/l (aviva system). He first received a result of 1.2 mmol/l and ate carbohydrates to increase his blood glucose. He tested again after 20 minutes and received a result of 1.3 mmol/l (aviva combo). His symptoms did not match the result, and he tested with a second meter and received a result of 6.0 mmol/l (aviva system). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(6).